Manufacturer narrative:
A review of the user's data confirmed that the user is no longer using the system, as the sensor reached the end of its intended life in december 2025. The user later confirmed that there were no ongoing concerns related to active infection at the time of follow-up. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release

Event description:
The user reported an infection at the sensor insertion site that developed a few weeks after insertion in (B)(6) 2024. The user indicated that symptoms included signs of infection at the insertion site, which were evaluated by their healthcare provider and treated with care at the emergency room, including IV antibiotics, pain medication, and fluids. The user reported that the infection resolved following treatment. The user's healthcare provider was aware of the event.